Manufacturer narrative:
The insulin pump was received with an unresponsive keypad and isolated to the pump casing/keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Pump received with pillowing keypad overlay.

Event description:
The customer reported via phone call that the down button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.